Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to exhibited localized melting, which is indicative of arcing 1.239" from the proximal end where the instrument inserts. The tip cover was not returned with the instrument. The complaint regarding a hole in the tube was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) tip cover had a hole in the tube. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover was not used in the patient because the damage was confirmed before anesthesia (during preparation).